Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician saw a malformation of the tip of the neuron max 6f 088 long sheath (neuron max) before inserting the neuron max into the patient. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the returned neuron max was damaged at the distal tip. The device also had a kink at approximately 3.0 cm from the hub. The packaging mandrel was unsecured from the packaging tape. Conclusions: evaluation of the returned neuron max revealed that the catheter tip was damaged. A piece of the damage catheter was present on the packaging mandrel. If the packaging mandrel becomes unsecured from the packaging tape during retraction of the catheter it may interact with the packaging tube. The distal tip of the neuron max may become pinned between the packaging mandrel and packaging tube. If the catheter is subsequently retracted while pinned, the tip may become damaged. Further investigation of the returned product revealed kink damage on the returned neuron max. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.